Manufacturer narrative:
Analysis summary: complaint not confirmed. No functional inspection was able to be done due to connector and cable being cut prior to receiving device. Blade of device was bent prior to receiving device. It is noted that age/date of birth is approximate as the patient's age was listed as "70+." If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and handpiece. It was reported that during a procedure the site had a plasmablade that did not deliver much power to cut or coag when they were starting the initial pocket. They changed the settings a little and it worked slightly better, but then the tip bent 90deg when carving. The surgeon swapped to a scalpel. There was a delay to the procedure less than 10 minutes. It was noted there was no patient impact. On 2019-dec-11 (rep): additional information was received and it was reported that the generator was still in use, currently, but their biomed department was asked to check it. It was noted that the handpiece was available for return, but the cord was cut. The lot number was not available, however the stack of plasmablade handpieces that was stocked in their storage have the lot. This handpiece was removed from the top of that stack for the procedure. It was indicated that the handpiece tip was bent to a 45° angle. It did not break off. It was also noted the tip of the device sparked when the setting were increased to 8/4. Additional information was received from a healthcare professional (hcp) via manufacture representative (rep). It was reported that the sparking occurred when the power was increased to a higher setting 8,4, after it was not transferring energy on cut for incision on the lower setting 6 ,4. It was noted the sparking came from the tip of the handpiece and it was not touching a forceps or other metal surgical tools. It was stated that the cause of the sparking was not determined. It was noted the patient had no affect from the incident. It was noted the information was confirmed with a physician/account.